Manufacturer narrative:
Patient information was unavailable from the site. RMA issued. Replacement computer shipped to site (B)(4) 2014. On (B)(4) 2014 a medtronic representative performed a navigation system check-out. Computer replaced. Software icons visible, axiem and polestar running properly. Issue resolved. System working correctly. Suspect computer has not been returned to manufacturer for analysis.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the site alleged an error in the axiem ent software application. A communication failure was detected and required the site to log-out to re-establish connection. When this was accomplished, all patient and registration data was saved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Software investigation completed. This issue will be continually monitored in a medtronic software anomaly tracking database. Issue was resolved with a new computer, suspect intermittent usb subsystem problem. The suspect computer was returned, would not boot properly and displayed an error message.